Event description:
Customer reports three incidents of blood leaks on af 220 dialyzers. One incident occurred in 2001. The dates of the other two incidents are unknown. Blood leaks occurred during treatment. The blood leaks were noted by the blood leak alarm and verified with positive hemastix. Blood was returned to the patient with no blood loss noted with each incident. Treatments were resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per customer.